Event description:
The user facility reported that the unit exhaled, volumes are low, they claims one, of the o-rings, on the flow sensor receptacle, is missing. The user facility reported that this unit was not on a patient.

Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device and found the device missing the flow sensor receptacle o-ring. Carefusion field service representative was not able to identify how the o-ring fell off the flow sensor receptacle. The carefusion field service representative installed the missing flow sensor receptacle o-ring prior to running device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion the device was released, back to the customer ready to be placed back into service.